Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report # 1627487-2011-00600 and 1627487-2011-00601. The pt rec'd an scs system including four percutaneous lead from three different lots. It was reported that the pt is without stimulation and unable to increase the amplitude on any of her 15 programs. F/u on this matter found that effective stimulation was recaptured for the pt via reprogramming.